Event description:
Interference between heart mate 3 lvad and boston scientific crtd unable to interrogate crtd without placing metal shield over implant site. Pt with severe cardiomyopathy, has had a boston scientific crtd as above which has been regularly interrogated without problems. After implant of the heart mate iii, unable to initiate interrogation of the crtd after multiple attempts, continue to get message that interference present. I then tried using a cast iron pan over the programmer wand to exclude possible emr and was able to initiate the interrogation without problem.